Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID neu_unknown_lead lot# *uk6164183, implanted: 2008 (B)(6), product type lead product ID 3037 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patien. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a loss or change of therapy. The patient never felt stimulation. The patient's first implant had a lead issue due to a fall.

Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated that the patient¿s symptoms of a burning sensation and numbness returned. The patient noticed the return of symptoms about 6 months to a year ago. It was noted that the patient fell ¿a lot¿ due to her disease condition. The patient reportedly fell two months ago and fractured her pelvis. The patient did not go in and have the system checked after the fall. The patient ¿honestly turned it on and forgot about it.¿ the patient was to get new batteries for the patient programmer and call back to make sure the implantable neurostimulator (ins) was no before scheduling a doctor¿s appointment. It was later reported that the patient called yesterday about not feeling stimulation after a fall. The patient was unable to use the programmer due to dead batteries. After changing batteries, the patient was unable to communicate with ins. It was noted that the patient never told her doctor about her fall. Additional information received reported that the patient received assistance from her doctor or manufacturer representative and her concerns were resolved. The patient was scheduled to have the ins replaced on (B)(6) 2013.